Event description:
Complex evar case, patient had a 115" alpha aortic neck angle and a 105" beta aortic neck angle which is outside of the products indications for use. Case went as planned on the (B)(6) 2013 however, post operatively the stent graft migrated into the aneurysm sac. The decision was made to perform an open procedure on the (B)(6) 2013 to remove the stent graft. The patient is progressing well.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. The risks were understood prior to proceeding with this complex procedure. There has been on information to suggest a device malfunction.